Event description:
It was reported by the company representative that a site had a handheld that would no longer hold a charge. The handheld would have to be kept plugged in all the time while performing interrogation or diagnostics. The handheld would turn off in no more than 15 minutes if left unplugged. Good faith attempts to obtain additional information has been unsuccessful. So far the product has not been returned.

Manufacturer narrative:
.